Event description:
It was reported that the insulin pump was not functioning properly. The blood glucose reading at time of call was 425 mg/dl, and he has treated with manual injections. It was stated that the device alarmed an error during the manual prime process. Advised that the customer should discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.